Event description:
The customer's parent called in to report high bgs and that after seveal attempts no insulin exited the unit. Troubleshooting was done. The parent stated that even though all of the tests passed and everything seemed to be working correctly, there was still no insulin exiting. They then noted that the driver block started to slide back and forth whether in the locking position or not. They was instructed to have the customer disconnect from the pump and revert to a back-up plan.